Event description:
It was further reported that the patient presented with a non-st elevation myocardial infarction at the time of the discovery of the stent thrombosis.

Event description:
Same case as MFR# 2134265-2010-03539, 2134265-2010-03605. It was reported that during a stenting treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous, non-calcified right coronary artery (rca). The physician removed some clot from the lesion and it is believed that a taxus express2 stent had been implanted in the rca three years prior. The lesion was predilated with a 2.0x12mm maverick balloon and then a 2.75x28mm promus stent was implanted in the distal rca, another 2.75x28mm promus stent was implanted in the mid rca, overlapping the first stent, and a 3.0x23mm promus stent was implanted in the proximal rca overlapping the second stent. A 2.5x12mm nc quantum apex balloon was then advanced to the distal portion of the lesion for postdilation. The balloon was inflated to 12atms on the first inflation and then to 18atms for five seconds on the second inflation when the balloon ruptured. The balloon was successfully removed from the patient and it was noted that the vessel looked fine. A 3.0x15mm nc quantum apex balloon was then advanced to the proximal portion of the lesion and the balloon was inflated to 16atms on the first inflation and then to 16atms for five seconds on the second inflation when the balloon ruptured. The balloon was removed and the physician shot contrast into the lesion and everything looked fine and the case was completed at this point with no patient complications reported. The patient's current condition is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).